Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate 3 lvas, did not reveal any device-related issues which would have contributed to the reported patient outcome. A specific cause for the reported events could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents (B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22mar2016 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient the was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a low flow alarm and was breathless. The patient was admitted to the hospital where the patient expired. The cause of death is unknown. No further information was provided.